Event description:
It was reported that the device indicated elective replacement (eri) and could not be interrogated, nor was there a magnet response. The patient's heart rate was about 34 beats per minute; the device had no pacing output. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was later reported that the device was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 4592-45 lead, implanted (B)(6) 2003. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).